Manufacturer narrative:
(B)(4). Batch # m54d65. Manufacture date: 7/8/2015. Expiration date: 6/8/2020. The analysis results found that the pph03 device arrived in good visual condition; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: what type of procedure was the device used in? Stapled hemorrhoidectomy. What degree of hemorrhoids did the patient have? Grade 2. Where within the gap setting scale was the orange indicator prior to firing? The orange indicator was at the proximal end of the gap setting scale prior to firing. What confirmation was received that the device was fully fired? During the firing , the firing handle reached the stopping point and the firing trigger was parallel to the instrument handle. The surgeon also felt the trigger pressure as the instrument completed the firing cycle. How was the procedure completed? Using sutures around the circumference. What interventions were done to stop the bleeding? Multiple sutures were used to stop the bleeding. Was the patient on blood thinners prior to the procedure? No. Did the patient have additional tests or procedures related to the bleeding (additional lab work, re-operation, scoped, blood products, fluids, etc)? No. How much blood was lost (ml)? Close to 1 liter. Did the patient require a blood transfusion? No, being a young patient the hemoglobin drop was significant , transfusion was avoided and the patient recovered well. If yes, how many units were given? N/a. Did the post-operative care change based on the bleeding? Yes, the hospital stay of the patient got increased by 2 days and more analgesics and pain killers were required. What is the current status of the patient? Patient is stable and fine. What was the users experience with the device? Surgeon is experienced enough to perform the procedure.

Event description:
It was reported that during an unknown procedure, while firing the stapler, the stapler could not be fired properly. It did cut but there was no staple formation and hence there was a huge bleeding due to incomplete firing. It is unknown how the procedure was completed.